Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented micro-volume inlet underdelivered. The reporter stated that there was an "under delivery of sodium chloride 30% due to ventilation failure¿ (no further information available). This occurred during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Simulated testing was performed by using the device with an exactamix 2400, sterile water, and sodium chloride solution. No errors occurred and accuracy testing was within the acceptable limit. Microscopic inspection was performed on the spike filter and did not observe any defects. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.